Event description:
No additional information has been provided.

Manufacturer narrative:
Implant lot number 4012301aaa (model p10.7-80b245) was received for in-house evaluation. The nail was decontaminated, however, it was decided to not proceed with metricide soak or enzymatic solution sonicator as it was not needed. The returned device measured to be 248.59mm upon receival. The fast distractor was able to activate the mechanism and distract/compress. The device was then placed into the force test fixture and the nail was observed to distract correctly up to the limit of the fixture (172 lbf). Additionally, the device was confirmed to extend using the fast distractor. X-ray image of the device did not show any broken or misaligned internal components. X-rays are attached. It is unknown exactly what caused the lack of distraction in the operating room (or) since the failure could not be duplicated. Due to these findings, the complaint is unable to be confirmed as the device functioned as intended. A review of the DHR documents indicates the device was manufactured by the specified requirement at the time and met all the required inspections upon release to finished goods.

Manufacturer narrative:
Device has not been returned for evaluation and no additional information has been provided. The root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed due to the rod failing to distract after one week of lengthening. After removal, the nail was tested with a fast distractor by the surgeon, and it was reported not to be distracting.